Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient reported they didn't think the stimulator was working because they weren't feeling anything and the intensity wasn't there. Patient said they pressed the top button to turn stim on and saw settings not available, cannot provide your desired intensity settings. Agent reviewed meaning of message. The patient was redirected to their healthcare provider to further address the issue. Patient stated their healthcare providers office closed, so they have no doctor to contact. Patient stated issue began just a day ago.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reported that they met with the patient on (B)(6) 2025 and found that elevated impedance was leading to the settings not available showing on the controller. Reprogramming was done to not use the electrode with elevated impedance, electrode 8 had a value of 15720 and was not used in the reprogramming. The issue was resolved and no further interventions were planned.